Event description:
It was reported that the abutment screw (unihg) fractured inside the implant, screw could not be removed from the implant (fos413). It was also reported that the doctor put the implant to sleep at tooth site 30 and placed another implant at another unknown tooth site location.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i gold-tite® hexed uniscrews, it is recommended to torque at 20ncm. The customer provided an x-ray for review. The returned x-ray shows the reported implant in the surgical site. A fractured piece of the screw was noted to be in the drive feature. The complaint is confirmed. A root cause for the complaint could not be determined. Narrative for section d9 was erroneously included in the initial report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (unihg) fractured inside the implant, screw could not be removed and the implant (fos413). It was also reported that the doctor put the implant to sleep at tooth site 30 and placed another implant at another unknown tooth site location.